Event description:
It was reported that the patient was experiencing pain in the neck down to the spine. The patient underwent an ipg and lead explant procedure and was doing well postoperatively. The explanted devices will not be returned as they were discarded.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Explant date: 4 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 19349840.